Event description:
It was reported from (B)(6) that during a survey analysis, it was observed that the small battery drive device was dying sooner than expected and did not have enough power. The reporter further clarified that the issue was observed during an unspecified surgical procedure. It was not reported if there were any delays in surgery. However, it was indicated that a spare device was available. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The manufacturing location was unknown. The lot number was unknown; therefore, the device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.